Event description:
(B)(6) is a type 1 diabetic. Since (B)(6) 2025 we have had connectivity and reliability issues with her dexcom g7 continuous glucose monitor. However, yesterday, it failed to give readings. When it began giving readings again it read high, which means over 400. She tested her blood glucose with a glucometer, and it was 112. We then proceeded to change it out. During those 10 minutes, her insulin pump got the reading from the dexcom that she was over 400, so it gave her 5.5 units of insulin. Once it was changed, I saw that her pump had given her a large amount of insulin, so we checked her blood glucose again-it was 86 and dropping. I immediately ran to get juice and came back to see her dexcom read 46 with 2 arrows down, meaning she was dropping fast. Thankfully, the juice did its job and brought her back over 100. If I had not seen that her insulin pump had given her a large amount of insulin due to the inaccurate dexcom reading, this situation could have been life-threatening. I have a screenshot of her dexcom readings as well as the dexcom report that will show the inaccurate readings.